Manufacturer narrative:
Unit received with broken off end cap. Unable to preform displacement test due to broken off end cap.

Event description:
The customer reported via phone call that insulin pump had broken. The blood glucose at the time of the incident was unknown. The customer was assisted with troubleshooting. The device will be returned for analysis.